Manufacturer narrative:
The subject device was not received for evaluation.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to remove the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.